Event description:
It was observed that during the device inspection, the subject device exhibited cable flooding and a pin hole in the cable. There were no reports of patient involvement.

Manufacturer narrative:
E3 non-healthcare professional / company representative. The device evaluation as noted in section b5, the cable flooding and a pin hole in the cable. A cable pinhole had occurred in the actual product. Therefore, it is presumed that the watertight function did not function normally due to the cable pinhole and "cable flooding" occurred. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.